Event description:
It was reported that the pump was set to deliver at a rate of 15ml/hr. Two and a half hours later the bag was empty, pump alarmed and rate was set at 100ml/hr. There was no resultant pt complication.

Manufacturer narrative:
Manufacturer's report date 5/26/98. The pump and the set were returned and were visually and functionally tested. Extensive accuracy testing was performed and the system was found to be within the specification of +/-5%. At no time during testing did a rate change occur. The pump was found to meet manufacturer's specifications and the reported overinfusion/rate change could not be duplicated. The pump was routed through for service and returned to the customer.